Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 there was high resistance when using the pen. Injecting the medication was very slow. The pen had to be pressed multiple time to get the full medication. The following information was provided by the initial reporter: "both pens injected the medicine very slowly and I had to press multiple times for the whole dose to be dispensed which made my son scream from pain. I returned the extra medicine because I didn't know if you need all what was in my possession. Thank you for your concern and feel free to call me on my cell phone if you require more detail.¿

Manufacturer narrative:
One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 there was high resistance when using the pen. Injecting the medication was very slow. The pen had to be pressed multiple time to get the full medication. The following information was provided by the initial reporter: "both pens injected the medicine very slowly and I had to press multiple times for the whole dose to be dispensed which made my son scream from pain. I returned the extra medicine because I didn't know if you need all what was in my possession. Thank you for your concern and feel free to call me on my cell phone if you require more detail.¿